Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure, the patient experienced muscle stimulation due to the left ventricular lead. The lead was capped. The patient was stable post procedure.